Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, all insulators were breached cut and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was experiencing an increasing threshold to the point of intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.